Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they got their implant removed on (B)(6) 2026, because they were not getting any relief and they could not even get the electricity to go where it needed to go. Pt mentioned they turned the stimulator off as the stimulator was not doing anything for them at all. Pt also mentioned they had neck injury on september, and they had to have an MRI and the MRI read that the stimulator obscured what "they" needed to see. Pt asked how they can return the old equipment. Agent reviewed device disposal and agent sent a return label to return the recharger and the controller.